Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported obtaining high patient results for sodium and chloride on their au480 clinical chemistry analyzer. The high results were not reported out of the laboratory. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.